Event description:
It was reported that the customer's device would not deliver defibrillation therapy to a patient during a procedure in the catheterization lab. The patient's heart rhythm came out of the shockable rhythm on its own and did not require defibrillation. The patient did not suffer any adverse effects as a result of the reported failure.

Manufacturer narrative:
Physio-control received and evaluated the device and was also unable to verify the reported failure. Proper device operation was observed through functional and performance testing. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). The hospital biomed has advised physio-control that they have not been able to reproduce the reported failure. Proper device operation has been observed through functional and performance testing. The cause of the reported failure could not be determined.